Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: exact date not provided, only that the issue started about a half year ago. If explanted; give date: lens remains implanted. (B)(6). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon has identified calcification of the lens implanted five years ago in the patient's left eye. Through follow-up it was learned that a model aab00 intraocular lens (iol) was implanted on the (B)(6) 2014. The patient is currently undergoing chemo therapy because she has a tumor elsewhere in the body. The issue started about half a year ago. The lens is clouded at the back, and the patient's current visual acuity is 50%. The lens is still implanted in the patient's eye. No additional information was provided.